Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer¿s representative (rep) they had two falls in recent months, but were unable to say when they occurred. It was further reported stimulation was previously felt in the lower back and both legs, but now stimulation was being felt from the thighs down. An impedance check was performed with all normal results as well as an x-ray being performed which showed the lead migrated down one level. Following this reprogramming was performed with the new program providing better coverage which resolved the issue so the consumer was going to see if it worked to control their pain. A follow-up appointment was scheduled for six weeks to see if reprogramming was helpful; it reprogramming wasn¿t helpful a lead revision may be performed.